Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: vessel/tissue prolapsed requiring medical intervention. Device issue: difficult to deploy. It was reported that predilatation of the mildly calcified lesion was performed with a 2.5 balloon catheter. It was felt that the lesion was adequately dilated to place the stent. A 3.0 x 15 mm promus stent was deployed at about 12 atm. There were no concerns with the promus stent prior to placing it. Post dilatation was performed with a 3.25 and then a 3.5 balloon to 12 atm, perhaps higher. The stent would not stay expanded; recoil was observed in the stent and tissue had prolapsed through the strut. Intravascular ultra sound (ivus) was used several times. Another company's 3.5 x 8 mm stent was placed inside the promus stent and ivus was performed against. The waist and perfusion were gone. The result was good and no real irregularities were seen. No additional event or pt info is available. You are receiving this MDR report from abbott vascular, because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.